Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/11/2025, it was reported by a sales representative via phone that (2) ar-3770sp hybrid knee fibertak® anchors loops failed. This occurred during mpfl reconstruction on (B)(6) 2025, the loops failed to hold tension of the knotless mechanism. The devices were used, knots were tied. Although they shouldn¿t have had to tie knots they had to as there was no room to redrill. Drilling for a third time would not have been ideal.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.